Manufacturer narrative:
D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # all updated.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the was with a j-tip versacross connect. The physician successfully performed the transseptal puncture. Following the transseptal puncture the patient became hypotensive and transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade and a drop in blood pressure. The patient was taken to open heart surgery where two perforations were repaired and the laa was clipped. The patient is doing well following the surgery and is expected to make a full recovery from this event. It was further reported that the patient has since been discharged to a rehabilitation facility.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the was with a j-tip versacross connect. The physician successfully performed the transseptal puncture. Following the transseptal puncture the patient became hypotensive and transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade and a drop in blood pressure. The patient was taken to open heart surgery where two perforations were repaired and the laa was clipped. The patient is doing well following the surgery and is expected to make a full recovery from this event. It was further reported that the patient has since been discharged to a rehabilitation facility.

Manufacturer narrative:
H6 impact code: f18 rehabilitation code added.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the was with a j-tip versacross connect. The physician successfully performed the transseptal puncture. Following the transseptal puncture the patient became hypotensive and transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade and a drop in blood pressure. The patient was taken to open heart surgery where two perforations were repaired and the laa was clipped. The patient is doing well following the surgery and is expected to make a full recovery from this event.